Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reports that display began to fade when in menu screen. Customer also reported to have received a motor error alarm a month prior to call. Customer's blood glucose was not reported. Customer declined troubleshooting.